Event description:
The patient was admitted with tia symptoms and stroke secondary to thromboemboli. The pt was treated with heparin but developed heparin antibodies. Intraoperative tee showed thrombus on the ring and extending on the valve. The valve was replaced with a 29mm porcine valve. In 2001, theporcine valve was explanted due to bacterial endocarditis and vegetation. The valve was replaced with a sjm 29mecj-502.